Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant this right atrial lead dislodged. After retracting the helix and attempting to position this lead, the lead dislodged once again. Then the helix failed to retract. A stylet was pulled and pushed, but this did not resolved the issue. The procedure was completed with the same model lead. This lead was returned for analysis. No adverse patient effects were reported.